Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release and sterilization records were reviewed because no product lot number was reported. The omnipod¿s user guide warns to "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water or an alcohol prep swab and keep sterile materials away from any possible germs," and ¿if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.¿ it advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported that about 3 to 5 years ago his site was very hard, painful, and swollen so he went to his doctor who lanced and dressed his site. They also prescribed him with an oral medication for about a week. He was diagnosed with a bacterial infection. The pod was worn longer than 48 hours.